Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm blank display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.